Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used in a stone removal procedure. According to the complainant, during the procedure the silver tip did not pop up. The physician reopened the basket and used another trapezoid rx lithotripter compatible basket to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record revealed no anomalies. A lot history search was performed, and revealed no other complaints reported on this lot number.